Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary: upon analysis of the sample it was noticed the device was received incomplete. Shell abrasion and crease were found at the edge of the pieces. No other anomalies were discovered. Since the second product received is a concomitant device, no further analysis is required. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. This report is not intended to deny that the patient experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reason for device explant and/or reoperation: rupture. Manufacturer's reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6) year old caucasian female underwent a primary breast augmentation with a 250cc mentor memorygel breast implant and experienced rupture on the right side post-operatively. As a result, the patient underwent device removal on (B)(6) 2019.